Event description:
Report of severe liver failure (grade 5) after whole liver treatment with therasphere. A company representative learned of the event during a physician presentation. The representative has requested more info from the site. This is an initial report.

Manufacturer narrative:
A report of severe liver failure causing death after therasphere treatment is a serious adverse event. Due to the lack of info available at this time about the length of time between therasphere administration and the onset of liver failure it is not possible to exclude the possibility that therasphere treatment contributed to liver failure in this pt.